Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There was a duplicate complaint created for this case that has been rejected. Ref MFR report #1818910-2012-27045.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one other reported incident against the provided product and lot combination since its release for distribution; however, after further investigation it was discovered the other incident was a duplicate of this complaint. Review of the device history records and/or a complaint database search was not possible for the depuy cement as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address subsidence of the tibial tray, which was also reported to be loose at the bone/cement interface. Depuy cement was used at the time of original implantation.